Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of a closure top broke off during tightening within surgery. The closure top was removed and replaced by an alternative closure top. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The device was not returned for evaluation. However, a photo was provided and used for evaluation. The threads were confirmed to have fractured off in a manner consistent with cross-threading, likely as a result of incorrect alignment between the sleeve and pedicle screw. There lot number is unknown so the manufacturing records were unable to reviewed.